Event description:
It was reported that the asymptomatic patient presented remotely. Non-sustained lead noise caused by post-paced t-wave oversensing was observed on stored records. The patient did not receive therapy during the oversensing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).